Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, foreign matter was seen in 18 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum plus blood collection tubes, foreign matter was seen in 18 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-mar-2025. Investigation summary: bd received three samples and two photos for investigation. The three returned samples underwent a visual inspection, and all failed due to fm. The two returned photos showed evidence of fm at the bottom of the tube. Additionally, 30 retained samples were visually inspected, and none showed any signs of fm. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown based on customer sample and photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.